Event description:
User received low sodium results for eight patient samples. All results are in mmol/l. Initial result 131, repeat 137. Initial results were not reported for sample 1. Initial results were reported for samples 2 through 8 and had to be corrected. No patients were adversely affected. The field service representative determined there was a problem with the ise reagent and low cell wsh dispense to nozzle #4. The reagents and solenoid valve were replaced. Performance tests were performed.

Event description:
User received low sodium results for eight patient samples. All results are in mmol/l. Initial result 134, repeat 141. Initial results were not reported for sample 1. Initial results were reported for samples 2 through 8 and had to be corrected. No patients were adversely affected. The field service representative determined there was a problem with the ise reagent and low cell wsh dispense to nozzle #4. The reagents and solenoid valve were replaced. Performance tests were performed.

Event description:
User received low sodium results for eight patient samples. All results are in mmol/l. Initial result 130, repeat 137. Initial results were not reported for sample 1. Initial results were reported for samples 2 through 8 and had to be corrected. No patients were adversely affected. The field service representative determined there was a problem with the ise reagent and low cell wsh dispense to nozzle #4. The reagents and solenoid valve were replaced. Performance tests were performed.

Event description:
User received low sodium results for eight patient samples. All results are in mmol/l. Initial result 126, repeat 135. Initial results were not reported for sample 1. Initial results were reported for samples 2 through 8 and had to be corrected. No patients were adversely affected. The field service representative determined there was a problem with the ise reagent and low cell wsh dispense to nozzle #4. The reagents and solenoid valve were replaced. Performance tests were performed.

Event description:
User received low sodium results for eight patient samples. All results are in mmol/l. Initial result 130, repeat 139. Initial results were not reported for sample 1. Initial results were reported for samples 2 through 8 and had to be corrected. No patients were adversely affected. The field service representative determined there was a problem with the ise reagent and low cell wsh dispense to nozzle #4. The reagents and solenoid valve were replaced. Performance tests were performed.

Event description:
User received low sodium results for eight patient samples. All results are in mmol/l. Initial result 134, repeat 141. Initial results were not reported for sample 1. Initial results were reported for samples 2 through 8 and had to be corrected. No patients were adversely affected. The field service representative determined there was a problem with the ise reagent and low cell wsh dispense to nozzle #4. The reagents and solenoid valve were replaced. Performance tests were performed.

Event description:
User received low sodium results for eight patient samples. All results are in mmol/l. Initial result 131, repeat 140. Initial results were not reported for sample 1. Initial results were reported for samples 2 through 8 and had to be corrected. No patients were adversely affected. The field service representative determined there was a problem with the ise reagent and low cell wsh dispense to nozzle #4. The reagents and solenoid valve were replaced. Performance tests were performed.

Event description:
User received low sodium results for eight patient samples. All results are in mmol/l. Initial result 130, repeat 135 and 137. Initial results were not reported for sample 1. Initial results were reported for samples 2 through 8 and had to be corrected. No patients were adversely affected. The field service representative determined there was a problem with the ise reagent and low cell wsh dispense to nozzle #4. The reagents and solenoid valve were replaced. Performance tests were performed.